Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.2 was unable to close and stuck. As per part investigation, it was determined that there was the bottom drawer opened with an audible grinding noise consistent with metal on metal friction and right bearing retainer complete separation. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: section d unique device identifier (UDI). Part analysis: the report of the drawer unable to close was confirmed by fse. According to work order (B)(4), fse replaced the broken half height sub drawers and configured the new drawer in space configuration mode. Final testing confirmed full functionality. Pharmacy technician verified the sub drawer inventory and confirmed proper operation. Laboratory inspection confirmed that the received drawer showed no signs of physical damage deformation or contamination on the drawer housing latch mechanism or connector interface. Laboratory testing found that the bottom drawer opened with an audible grinding noise consistent with metal on metal friction. Additionally it was found that the bearing retainer had completely migrated out of the rail. There were no bearings observed in the retainer and the bumper stop was missing. The top drawer has no issues. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue of the drawer unable to close was identified and attributed to a missing bumper stop and a migrating bearing retainer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was unable to close. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station drawer was unable to close. The field service engineer (fse) replaced the broken half-height sub drawers and the half-height drawer. The drawer was properly configured in space configuration mode. A final test was performed. The main half-height drawers were fully functional. The pharmacy technician was able to inventory the sub drawer and confirmed its functionality. The system functioned as intended after the field service engineer repaired the device.